Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was intermittently slow. A field service engineer (fse) worked remotely with customer, reseated the universal serial bus cable, and verified the biometric identifier light response. Initial login attempts were slow, but subsequent tests allowed successful logins. Customer tested logins with varying speeds, though all were successful. Adjusted the network duplex setting from half duplex to auto, which improved login speed. Continued monitoring showed login performance was quicker but occasionally slow, and multiple users confirmed successful access. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, biometric identifier drawer was intermittently working and responding slowly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.